Event description:
A caller reported an issue with incorrect time and date settings on their insulin pump. There was no adverse impact to the customer¿s blood glucose level, as previous settings did not result in any extreme readings. Technical support assisted in updating the pump time and date and advised the caller to monitor the situation for any recurring discrepancies, which the caller understood and acknowledged.